Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a revision surgery to remove a screw in the fifth metatarsal that was causing problems and since he was going to be in there he decided to remove the bunion screws as well.